Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a revision breast augmentation with a 560cc mentor memorygel breast implant prosthesis and experienced right-sided grade iii capsular contracture postoperatively. The diagnosis was confirmed based on physical examination. At the time of this report, mentor has received no information regarding an expected explantation date.

Manufacturer narrative:
On june 28, 2022, the mentor analysis lab received the suspect medical device for evaluation. Paperwork provided with the returned device provided an explantation date of june 09, 2022. The appropriate fields have been populated. Additionally, an adverse event was reported for the contralateral left breast. Refer to manufacturing report number 1645337-2022-08456 for the contralateral event. The patient was replaced with 300cc mentor memorygel breast implants. On july 18, 2022, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).